Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after treatments had been performed with five (5) opsite post op 9.5x8.5cm ctn 20, many patients experienced an allergic reaction. The surgeon has been using it for almost 10 years without an issue, but lately they have seen a tremendous increase in patients with allergic reactions to these. Many of these patients have had opsite post op placed by the surgeon many times in the past without any issue. All of a sudden, in the last few months, these patients are now getting severe local reactions. This adverse event was treated using a competitor¿s device. The correct number of affected patients and their current health status remains unknown.